Manufacturer narrative:
Eitan medical requested unused set of the same lot (1815.0210.24) for investigation. To date, eitan medical received unused product of the same lot (1815.0210.24) for investigation. Investigation findings will be provided in the follow up report.

Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. It was reported that no human harm occurred, and no medical intervention was required.